Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient undergoing treatment with mtm aligners experienced hemorrhaging and bleeding in tooth #9 while wearing her final aligner. Tooth #9 has been extracted as a result. The patient had her final upper tray (tray 5) inserted on (B)(6) 2017. About a week after insertion, she noticed a discoloration of tooth #9. Over the next week, the tooth became painful. The patient was seen at her dentist office on (B)(6) 2017. The patient had an incomplete root canal performed at that time with plans to extract the tooth and eventually replace it with an implant. On (B)(6) 2017, the patient had the tooth extracted.